Event description:
It was reported that during a routine device change-out, externalized conductors were observed. No patient symptoms were reported. No electrical anomalies were detected. The lead was capped. The patient will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.